Event description:
The end of the articulating tip of vertecor midline osteotome got stuck in sclerotic bone. Physician was able to remove the device, however, approximately 2 cm of distal section of the device separated from the shaft of the device and remained within the vertebral body. Under fluoroscopic imaging, this piece was firmly implanted in the middle of the vertebral body.

Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical tests was performed and test results for the lot met all specifications. The implanted portion of the device is made from implant grade 316l stainless steel. Although the bone in which the device was used was dense, no definitive conclusion can be made as the device is not available for evaluation.